Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-02925. During follow-up, a high right ventricular (rv) threshold was observed. An x-ray examination confirmed rv and right atrial (ra) lead dislodgements. The ra and rv leads were repositioned and the event was resolved with no adverse consequences to the patient.